Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated a r-wave amplitude measurement issue. Visual summary analysis of the lead indicated apparent explant damage. On (B)(6) 2014, rv capture threshold has risen to greater than 2.5v and varies from 2.0v to above 2.5v. R-wave amplitude has varied from 1mv to 20 mv since implant; however it has remained low since (B)(6) 2015. Current measurement is 1.1mv.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the physician saw unstable amplitude values and thresholds in the last follow-ups on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.